Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated the ins wasn't staying charged for very long, which they started to notice the last 3-4 months (confirmed this year). The charge would stay for 2-3 weeks now and confirmed they had not had any changes in programming/settings. The circumstances that led to the reported issue were asked but unknown. Patient also stated that they thought some of the leads were off kilter. Pt said they thought maybe they just hurt their back, but they had to hold themselves a certain way in order for the stimulation to work. Pt mentioned the ins works, but not like it used to. Pt also said though that they could not go without the ins and mentioned at first they didn't think they liked it, but then when the battery went down, they were "all wrong". Pss asked if pt had any falls, pt mentioned they fell and broke their ankle. The patient was redirected to their healthcare provider to further address the issue.